Event description:
The physician deployed 2 coils into the aneurysm with success. The third and fourth coils were too big and did not detach. The 6th coil was torn at the detachment zone. After this event he stopped the procedure. This had no consequence to the pt.